Manufacturer narrative:
At this time, the device has not been returned and have not received confirmation of return of the device. Several attempts have been made to obtain additional information concerning the events that had occurred including indwelling time of the stent, location of the separated portion, technique of removing the segment and patient condition. Should information become available, it will forwarded.

Event description:
Apparently part of the stent (encrusted with stone) broke off as it was being removed from the patient.